Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Event description:
A study published in (B)(6) published (B)(6) 2011, referenced the use of equipment by caridianbct and 4 patients in the tpe arm of this study having "poor venous access delaying treatment." Caridianbct is currently investigating to obtain more information. The date of the event is unavailable at this time. Patient information is unavailable at this time. This report is being filed due to potential medical intervention or potential for injury because insufficient information has been provided.